Event description:
It was reported by the patient's legal representative that the patient underwent a total hip replacement on an unknown date and subsequently reports undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item is still implanted so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in patient's notice and the allegations therein are unverified.